Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 1200 mg/dl at the time of hospitalization. The customer's blood glucose was 429 mg/dl at the time of call. The customer stated that they were nauseous. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that they received no delivery alarm. The customer's blood glucose was 590 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The insulin did exit and the no delivery alarm did not recur. The insulin pump will not be returned for analysis.